Event description:
The customer stated that he was treated by the paramedics for low blood glucose levels. The customer did not provide the date or blood glucose reading. The customer felt that the low blood glucose levels were caused by the infusion sets that were being worn at the time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.